Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the pushwire was damaged at the start to middle segment, and also the coil body was stretched and elongated. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Device evaluated by MFR: product analysis of pv-12-30-helix, lot# b027905. Visual inspection/damage location details: the model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The actuator interface was found to be broken but retained by release wire. The concerto coil pushwire was found to be kinked at load indicator, bent at ~ 14.9cm, and kinked at ~128.3cm from proximal end. The implant coil was found to be already detached and not returned. The shield coil was found to be stretched. All other subassemblies appeared to be normal, and no other anomalies were observed. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil stretch¿ could not be confirmed as the implant was not returned. Possible causes for ¿coil stretch¿ are but not limited to, use of an incompatible device for delivery, tortuous patient anatomy, failure to hydrate the concerto coil prior to use, lack of continuous flush during delivery, or user advances the coil against resistance. Based on the device analysis and the reported information, the customers report of ¿pusher kink/damage¿ was confirmed. Possible cause for ¿pusher kink/damage¿ is user advances coil against resistance. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during pre-operation, plush the coils. The coils were found elongated and stretched. There was friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The damage/stretched location on the device was the pushwire middle segment. The physician did not attempt to reposition the coil during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).